Manufacturer narrative:
Corrected data: remedial action init (rfb) - from required to not applicable. Remedial action initiated - from recall to blank. Recall (z) number (rfb) - from required to not applicable. Recall (z) number - from z-1974-2021 to blank.

Event description:
The manufacturer received information with no patient harm reported. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information from customer in reference to a ds2adv auto CPAP. The patient alleges cancer. There was no report of serious injury or harm. There is no medical intervention was specified. Box a - patient identifier updated. Box e - reporting address city and reporting address state updated. Box b - adverse event or product problem selected as both and outcomes attributed to ae selected as a other. Box h - type of reported complaint selected as serious injury. Box h - device problem code, patient outcome code, health impact updated in this report.